Manufacturer narrative:
The returned locking bolt was examined under magnification and dimensionally with gage pins and calipers. The threaded portion of the locking bold has been completely sheared off. The dimensions were inconclusive due to possible warping or necking during breakage. The surface of the fracture demonstrates a ductile fracture, which can be caused by repeated use over time and metal fatigue. Additional mdrs associated with this event: 3025141-2020-00142: plate.

Event description:
During the implantation of an aculoc 2 plate, a targeting guide with a locking bolt was used. When attempting to remove the locking bolt, it broke and the threaded section of the bolt remains threaded in the plate in the patient.